Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch. It was reported that the device had leaked for both pharmacy and nursing staff. They have also segregated the lot and have ordered in a different lot from the distributor.